Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited out of range shock impedance measurements on the right ventricular (rv) lead. The plan is continue monitoring and it was recommended raising the shock out of range limit. Currently, this product remains in service and no adverse patient effects were reported.